Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source began displaying an e101 & e102 error code during a diagnostic endoscopy procedure. According to the initial reporter, the procedure was completed using the subject device without any additional interventions required and no patient harm reported.

Manufacturer narrative:
Updated fields: h6 and h10. Correction to h3 and h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. The reported errors were not reproduced. In addition, the following non-reportable malfunctions were found during the device evaluation: worn out socket slider switch was noted and a non-olympus lamp was installed. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.